Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A doctor reported an unexpected postoperative refraction after cataract surgery. The patient underwent intraocular lens (iol) implantation in the previous year and a 20.0 diopter iol was implanted based on the biometry measurements. In (B)(6) 2016, the patient returned for an examination in the fellow eye. During that examination, the unexpected postoperative outcome of 2.5 diopter was identified. According to the reporter, the patient does not have any visual complaints and has been satisfied with the postoperative outcome. Several attempts to obtain additional information have been made with no response to date.

Manufacturer narrative:
This complaint file was reviewed by a company clinical analyst, who stated the following: ¿the surgeon reported a patient had an incorrect refraction post operatively. The surgeon suspected the probe gave incorrect measurements. The surgeon provided additional information and noted that last year a female patient had a cataract surgery and based on the probe's measurements an intraocular lens (iol) with 20,0d was implanted (did not specify which into which eye). A year later - in (B)(6) 2016 the patient came for another surgery. Before performing the surgery, the patient was examined and it turned out that in the operated eye she had refractive error -2,5d. The surgeon asked a colleague, who had another probe; to measure what intraocular lens (iol) should be implanted to the eye. The measurement indicated that an iol 17,5d is needed. In that situation the doctor decided to implant 17,5d iol (surgery performed in may 2016). Now the patient has no refractive error in the recently operated eye and -2,5d in the other eye (the one that received the 20,0d lens one year ago). The surgeon noted that the patient does not complain about this situation and feels fine and satisfied- no patient harm. The doctor informed that the measurements using the probe are always made by the same person and the probability of error is low. The surgeon did not blame the probe - he considered the probe to be reliable after the company service representative checked the system and probe. The measurement of axial length measurement has the greatest potential for error in calculating iol power. Traditionally, contact a-scan ultrasonography is used. This measures the time taken for sound to traverse the eye and converts it to a linear value using a velocity formula. Part of the ultrasound beam reflects back from each surface in the eye ¿ cornea, anterior lens, posterior lens, and retina. The reflected beam is translated into an image showing lines (spikes) for each surface. The distance between the corneal and retinal spikes gives the axial length of the eye. The alignment of the a-scan is vitally important. If the alignment is incorrect, the length of the eye will be underestimated. Most systems rely on the patient fixing on a target ¿ usually a light in the probe. Patients with poor vision, whether from cataract or from some other pathology, are less likely to fixate accurately, and are more prone to biometry errors. Tips for accurate measurement of axial length (using applanation): ensure the machine is calibrated and set for the correct velocity setting (e.g. Cataract, aphakia, pseudophakia); the echoes from cornea, anterior lens, posterior lens, and retina should be present and of good amplitude; misalignment along the optic nerve is recognized by an absent scleral spike; the gain should be set at the lowest level at which a good reading is obtained; take care with axial alignment, especially with a hand-held probe and a moving patient (as described above); don't push too hard ¿ corneal compression commonly causes errors; errors may arise from an insufficient or greasy corneal meniscus due to ointment or methylcellulose used previously. Extremely dense cataracts create difficulties, as they absorb sound as it passes through the lens. A higher gain setting may be necessary to achieve adequate spikes. Posterior staphylomata in myopic eyes not only cause an elongated globe, but often tilt the macula as well so that the ultrasound beam is deflected. There are known reasons for biometry errors include: people in a hurry, lack of training or accessible guidelines, reliance on others, technical failure (rarely), and human error (often). Some common mistakes that may result in unexpected refractive outcome include: wrong a-constant selected, wrong formula used, wrong k-readings entered by hand (90 degrees out), biometry print-out stuck in wrong patient's notes, wrong patient in theatre, reversed iol optic, or wrong iol implanted. The operators manual includes the warning: ensure that the correct technique (contact or immersion) is selected for the technique being performed. Incorrect technique selection will impact the accuracy of the results. Contact - in the contact technique, readings are obtained by placing the biometry probe directly on the patient¿s cornea. Immersion - in the immersion technique, an immersion shell containing the probe is placed on the patient's eye and filled with solution between the probe and the cornea. Since the probe is not touching the cornea, there is an offset on the display between the peak from the probe tip and the peak from the cornea. The probe was examined and the reported event was not replicated. The probe was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the probe. The probe was quality assurance (qa) inspected november 29, 2006. Based on qa assessment, the product met specifications at the time of release. The biometry probe was found to function to specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).